Event description:
Additional information received from the field service representative (fsr) that the surgical procedure was completed successfully.there was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The product surveillance technician (pst) observed the small display assembly to exhibit flickering of the screen during evaluation. The flickering occurred when the ribbon cable between the pump board and the graphics controller was not properly seated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue, the screen was flickering during use. He replaced the display assembly. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the local display of the pump was flickering. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.